Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/16/2016, to claim intermittent vibration on (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A manual test was performed and passed. The receiver log was reviewed, finding no errors. The reported event of an intermittent vibration was not confirmed. A root cause could not be determined.